Event description:
I had a stryker triathlon knee replacement (B)(6) 2014. It hurts me so badly that I had to have a revision (B)(6) 2015. The bottom half keeps slipping and causing severe pain to where it had to be replaced also. But before I could have that done, I was diagnosed with breast cancer so I had to get through that before I could get my knee fixed finally on (B)(6) 2016. Well I am still having a big problem with this unit. It still slips and it locks down to where I have to work to bend it. I am not happy.